Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a past elevated blood glucose (bg) of 599 mg/dl; cause was unknown. Elevated bg was addressed via a manual insulin injection of humalog. Customer declined further troubleshooting.